Event description:
The customer reported that the usb cable seemed loose when connected to the usb port, requiring the pump to be propped on a table to maintain the connection. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer used a table to help keep the cable in place, and technical support advised monitoring the situation and reporting back if the issue worsened.